Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 58 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented with a contained aneurysm rupture and migration, shown by CT. At the time of migration, the aneurysm was at least 6 cm in diameter, and the aortic neck was 28 to 34 mm in diameter with 15 degree angulation, but without calcification. No endoleak was evident. The migration was caused by disease progression and neck dilatation. The physician elected to treat the migration by implanting a competitor's stent, an aneurx cuff, and a talent cuff up to the right renal artery and intentionally covered the left renal artery in order to obtain a good seal, with successful results. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other (intervention required), evaluation results: graft migration, disease progression and aortic neck dilatation.